Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and subsequent pacing inhibition for several minutes, which contributed to an unstable patient condition. As a result, the patient was hospitalized and the pacemaker device was explanted and replaced, but evidence suggests that the right atrial and this rv lead remain in service. At this time, no further information is available. No adverse patient effects were reported. Additional information was received indicating that the physician was unable to identify the root cause of the pacing inhibition. The leads remain in service as the physician believes there are not any problems associated. No additional adverse patient effects were reported, aside from the surgical procedure.